Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Arjohuntleigh received a customer complaint where it was reported that during preparation of resident for transfer with maxi twin lift and sling, when sling was being attached to the device spreader bar, resident slipped out of sling and fell on the floor afterwards. As a consequences resident sustained head laceration. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The occurence rate observed for reportable complaints with this failure mode is currently considered to be relatively very low. It has been established that the lift device (maxi twin) and the sling system was being used for patient handling at the time of the event. No malfunctions regarding the lift as well as sling were found that could have caused or contributed to the event, it appears it contributed to the event possibly due to a use error (mistake made by the person using the device). From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Based on the information documented in complaint file, the wrong procedure of sling attachment is in line with description of the event. It was informed that leg sling clips were attached to the spreader bar of lift first, then it was attempted to attach the shoulder clips. It was reported by facility as follows: "the leg clips were connected first the dps was then moved to assist connecting the shoulder clips. It was a struggle to clip these and during this process the client slid off the chair and onto the floor." It shoud be emphasized that instruction for use (IFU) for maxi twin as well as sling instruction for use contains important information how to apply the sling to the spreader bar of lift correctly. This includes drawings. If the labelling is followed there can be no issue. Please note that maxi twin IFU indicates: "once the maxi twin lift is in position, attach the shoulder strap clips to the lugs on the spreader bar. Pull the clip strap down for the lug to attach correctly in the clip. (...) Press down on the positioning handle of the spreader bar and attach the leg strap clips. Pull the clip strap down for the lug to attach correctly in the clip." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. We come to the one conclusion, namely that there was a use error that caused the event. No malfunctions were reported regarding the the lift (maxi twin) and the sling which work as a system and that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 02th jun 2017 arjohuntleigh was informed that during preparation of resident (female, (B)(6)) for transfer with maxi twin lift and sling, when sling was being attached to the device spreader bar, resident slipped out of sling and fell on the floor afterwards. As a consequences resident sustained head laceration. No staples or stitches were required.